Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient had come home from work and some time while they were home they passed out and started to have a seizure, resulting in the patient hitting their head on the table. Someone in the household called the paramedics and was transported to the emergency room. The patient was treated with medication for seizures. At the time of the report on (B)(6) 2023, the patient had already been discharged from the hospital but it is unknown how long they were in the ER. At an unspecified time during the event, the cgm was 158 mg/dl and the bg was 258 mg/dl. Additionaly, it was reported that the patient has a history of epilepy. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.